Event description:
Biomed reported the pump did not audibly alarm after the infusion was complete. Infusion was IV fluids. There was no adverse effect to the pt and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer stated device was not returned because he wants to begin with a log review. Pc unit and pump module event logs and data set have been received. A follow up report will be submitted once the investigation has been completed.